Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/14/2017 with the following findings: during testing, the pump powered on to a blank display. The pump was opened and there was moisture observed on the u38 and u39 components of the printed circuit board. The investigation used a test display but the screen remained blank. Due to moisture ingress, some steps of the investigation failed. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.